Event description:
It was reported that on (B)(6) 2022, a 27mm navitor valve was successfully implanted at an unrecommended depth of 5mm using a large flexnav delivery system. It was confirmed via cardiac cine magnetic resonance imaging, that during implant the navitor valve had migrated toward the ascending aorta due to the valve being implanted higher than expected. The patient's annular dimensions were as follows, diameter of 28.5 mm, sinus height of 17.6 mm, valve annulus outer circumference length of 73.7 mm, and ascending aortic diameter of 31.4mm. It was noted that a pre-implant balloon dilatation had been performed and the valve had been sized using computed tomography examination. There was no occlusion of patient's coronary artery. It was noted that there was moderate annular calcification. There was no intervention performed/required. The patient remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in the implant procedure and no adverse patient effects reported. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 11 july 2022, a 27mm navitor valve was successfully implanted at a depth of 5mm using a large flexnav delivery system. It was confirmed via cardiac cine magnetic resonance imaging, that during implant the navitor valve had migrated toward the ascending aorta due to the valve being implanted higher than expected. The patient's annular dimensions were as follows, diameter of 28.5 mm, sinus height of 17.6 mm, valve annulus outer circumference length of 73.7 mm, and ascending aortic diameter of 31.4mm. It was noted that a pre-implant balloon dilatation had been performed and the valve had been sized using computed tomography examination. There was no occlusion of patient's coronary artery. It was noted that there was moderate annular calcification. There was no intervention performed/required. The patient remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in the implant procedure and no adverse patient effects reported. The patient was stable at the time of report. Subsequent to the previously filed report, additional information was received that the patient did not have a horizontal aorta. It was also noted that there was no second transcatheter valve implant required. There was no post-implant dilatation performed and the post-implant gradient was noted to be 15mmhg.

Manufacturer narrative:
An event of migration of valve toward the ascending aorta due to the valve being implanted higher than expected was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note that per the instructions for use, "prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm (0.12 in.)."h6 medical device problem code: 2616 code removed.